Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Based on the information and materials provided, there was no alleged deficiency or malfunction of the pectus bars in these cases. The DHR was not reviewed due to the part and lot number being unknown. Based on the information and materials provided, the complaint is considered confirmed, and since there was no alleged malfunction of the bars, the most likely underlying cause of the complaint is patient condition. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source - brice, h., lacroix, v., pirotte, t. & docquier, p. (2018). Lung middle lobe laceration needing lobectomy as complication of nuss bar removal. Case reports in orthopedics, volume 2018, pages 1-6. Https://doi.org/10.1155/2018/8965641 - [(B)(4)].

Event description:
It was reported in a journal article that three patients developed pneumothoraxes requiring aspiration during pectus bar removals.